Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the down arrow and contrast key contacts.

Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of his daughter (the patient) alleging that keypad down arrow button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence, however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.